Manufacturer narrative:
Product analysis: the closurefast catheter was returned with no ancillary devices. The closurefast catheter was inspected and found no damages or anomalies. The length of the catheter shaft (100cm) aligned with the provided lot number 181380251. The closurefast catheter was connected to a lab rfg3 for functionality testing. The closurefast catheter was activated 5 consecutive cycles. No errors from the generator were displayed. The treatment temperature reached 120 degrees. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the patient was not given any additional treatment and has not experienced any adverse effects from the expired device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a closurefast catheter during treatment of the patient¿s great saphenous vein (gsv). The catheter was placed in the patients vein and tla anaesthesia was performed. It reported during the procedure when the ablation was started the rfg showed unstable wattage and temperature values. It is reported originally a temperature of 120°c was displayed by automatic control, but there was a segment that rose to 125°c. The wattage values are reported to have shown both high values and low values. The physician ablated all sections twice and the procedure was completed. The device was safely removed from the patient. No vessel damage was noted. Echo was performed which confirmed that vein was treated. No patient injury reported. Based on the information provided the device was used past it's expiry date.